Manufacturer narrative:
The device remains implanted in the patient and is not available for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eight years, four months post implant of this bioprosthetic pulmonic valve in a pediatric patient, this valve was replaced, valve-in-valve, with a transcatheter pulmonic valve. Prior to the replacement procedure, there was mild pulmonary insufficiency, and elevated gradients across the device. The valve was replaced after the patient presented pregnant with twins; the physician was concerned that the patient's pregnancy would exacerbate the patient's symptoms, including fatigue. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.